Event description:
Initial reporter indicated that the sites hp jonada handheld "causes lots of problems." The handheld was connected to another programming wand "it just won't do anything." The handheld would not complete an interrogation. The handheld contained 7.1 programming software and is at the manufacture pending completion of product analysis.